Manufacturer narrative:
An event regarding revision for unknown issue involving an unknown trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: unknown stryker size 4 accolade ii stem; cat# and lot# unknown. Unknown stryker size 52 mm trident ii hemispherical acetabular shell; cat# and lot# unknown. Unknown stryker 36mm ceramic v40 taper femoral head with + 0 mm length; cat# and lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent right tha on or about (B)(6) 2019 and was allegedly revised on or about (B)(6) 2019 for reason unknown.